Manufacturer narrative:
Reservoir able to lock into place properly. Device passed displacement test. Device received with pillowing keypad overlay and scratched case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cosmetic damage and lip ring from reservoir also damaged. Customer's blood glucose level was unknown. Customer reports that reservoir was not able to lock in place. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.